Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic level sensor was continuously alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) observed the red level sensor to be the cause of the issue. The fsr replaced the red level sensor. Verification and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the level sensor to lab use only (luo) testing equipment. He powered on the system and immediately a 'level: disconnected' message appeared. It was determined that the sensor did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.